Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6 (type of investigation, investigation findings, investigation conclusions). The customer reported that the startup alarm indicated that the negative pressure was too low, so a spare machine was used instead. The device was serviced by a 3rd party and was cleared for clinical use by that 3rd party. The customer did not agree for an on-site inspection of the device. No checks were made regarding function and safety.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1: full event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that during a routine inspection the cs100 intra aortic balloon pump (iabp) startup alarm indicated that the negative pressure was too low, so a spare machine was used instead. There was no patient no patient involved.